Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, increased capture threshold was observed. Increased pacing lead impedance was noted due to fibrosis. Programming changes were made. Lead revision was recommended.